Manufacturer narrative:
(B)(4). Evaluation of the returned delivery system was completed. The event was confirmed, there was a 1mm gap between the tapered tip and graft cover however, a 1mm gap is within manufacturing specifications. The root cause of the event could not be conclusively determined however, the patient¿s moderate tortuosity may have contributed to the event.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. There was no specific calcification or thrombus seen on the CT scan. The procedure went smooth and without any complication. There was moderate tortuosity (almost nothing for the iliac) and also the proximal end of the delivery system did not show any kinking. It was reported that after deployment of the stent graft the stent graft cover did not close completely retract even when it was closed completely by the blue handle. The physician had to remove the system even when the gap at the proximal end of the delivery system could not be closed completely. Furthermore, the physician wanted to close the delivery system as usual by the blue handle. But even when the blue and the grey handle were closed completely and had contact without any gap, at the proximal end of the sheath of the delivery system a gap remained which could not be closed completely. There was no injury of the artery visible after taking out the delivery system with this gap. The physician stated the cause is unknown. No clinical sequelae were reported and the patient is fine.